Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump insulin flow is blocked and the pump cannot rewind. Customer also indicated that the pump alarms when the reservoir is loaded. Customer's blood glucose was unknown at the time of incident. No further details given.

Manufacturer narrative:
No unexpected insulin flow blocked alarms noted during testing. Device passed sleep current measurement, active current measurement and self-test. Early seating during priming due to slight corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to seating anomaly. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, peeling end cap address label and moisture damage on motor assembly.